Event description:
Notified person with positive covid test but had vaccination and health protocol for prevention of covid followed. Retest pcr and rapid came back negative but wrongfully ask to quarantine and stop working. Negative means not a carrier nor a spreader of covid. Asymptomatic, declines sickness, no fever, no other s/s of an active covid. Test positive for (B)(6) pcr, notified (B)(6) retest rapid and pcr (B)(6)- result negative. Covid test pcr from one facility compared to another facility. Pcr testing at medical access. Not requiring staff to test for covid exposure. Reuse gloves. FDA safety report ID# (B)(4).